Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020. Blood glucose reading was 600 mg/dl. When admitted to hospital. It was unknown that how the customer was treated for high blood glucose at the hospital. Troubleshooting for the customer¿s high blood glucose was declined. The insulin pump will not be returned for analysis.